Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available.

Event description:
It was reported that on (B)(6) the sales rep observed the physician placing a 4.5 peek healix triple loaded suture anchor into the humeral head after using the correct awl punch. At the point of the anchor being placed all the way in correctly, the driver inserter metal tip broke off in the anchor body. The suture anchor remained in the humeral head with the metal tip and the sutures were passed as needed to complete the repair. No patient consequences were reported. The metal inserter tip remained in the suture anchor body, completed repair as needed with the sutures passed through the rotator cuff and tied down. On (B)(6) 2018 the sales rep stated the doctor did use an awl, the patient did have hard bone, and when he inserted the healix peek anchor to the desired depth, the tip of the inserter broke in the anchor. There were no patient consequences or delays. The doctor decided to leave the tip of the inserter in the patient since it was contained in the anchor.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the distal tip of the inserter was broken off the device. It is possible that the user leveraged the inserter off axis once the anchor was implanted into the bone hole, thus causing the inserter tip to break off. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Corrected data: device manufacture date.

Manufacturer narrative:
UDI: (B)(4). The expiration date is not currently available.